Manufacturer narrative:
H10: internal complaint reference case-(B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The top of the distal anchor was not returned. The top of the distal plug was not returned. The bottom threads of the distal anchor are attached to the bottom of the distal plug, both are on the insertion tool. The proximal anchor was not returned. A functional evaluation could not be performed due to the implants have already been deployed for this single use device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the implant material specification found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include unintended excessive force on insertion. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a rotator cuff repair, when the tip of the healicoil knotless anchor was impacted, and the anchor was introduced into the previously prepared bone hole, it was noticed that the anchor tip was loose from the handle, and it was unstable, thus, the surgeon proceeded to screw it back in place but positioning it a little to the right, and it was not loose anymore. Then, the threads were tightened until it was noticed that the anchor was impacted more than normal, the screwed anchor was introduced, and the threads of the tape were cut. The surgeon wanted to use the ultrabraid thread to pass an additional stitch, but when pulled the thread to tie the knot, the implant came out. The surgeon tried the tape, and it was not taut, so they decided to put another anchor with threads and another knotless that worked properly. And after finishing, it was noticed that a fragment of the tip of the implant remained at the end of the handle of the anchor used. 5 minutes delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.